Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. One complete unused trima disposable was returned to terumo bct for investigation. Initial observations noted that the donor needle, diversion bag and inlet line pinch clamps were in the closed position. The auto pas and sampling assembly pinch clamps were also noted to have been closed. The slide clamp on the sample bulb line was closed, while the remaining slide clamps were open. The disposable set was loaded onto a trima device as received and the pressure test commenced. A pressure test failure was received, a small volume of air was also noted within the diversion bag and it was also noted that the inlet pump header was not correctly loaded within the pump rotor. The set was unloaded, and all clamps returned to their original positions (opened) and the pressure test re-run. The tubing set successfully passed the pressure test, continuing onto the ac prime connect screen. The disposable set was unloaded, and leak tested by filling the cassette and tubing with pressurized air and submerging the set in a water bath, no leaks were identified. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp. Investigation is in process. A follow-up report will be provided. This report was filed beyond the 30-day timeframe due to an internal processing error. An internal CAPA has been initiated to address the issue.

Event description:
The customer reported that during the loading test for a procedure on a trima device they received an alarm indicating no pressure was created. The operator verified the device was set up correctly and that the white clamps were closed. A new start was initiated, and the loading was repeated, but the issue reoccurred. No patient (donor) was connected at the time of the event, therefore, no donor information is known. EU personal data protection laws are in effect for this event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional and updated information in h.6, h.7 and h.10. Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Updated corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.